Event description:
It was reported that on (B)(6) 2022 during a biozorb procedure , the physician was doing a partial mastectomy when he decided to use a biozorb lp marker. The expiration date on the box and the package was 07/08/2024 , but the expiration date on the package of the device was 01/20/2022. The physician called a customer representative and it was determined to use this product. No other information is available.

Manufacturer narrative:
The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.